Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent scoliosis surgery in s2 alar due to chronic bilateral lower back pain with bilateral sciatica, thoracic myelopathy, degenerative flatback syndrome, mr spinal stenosis. Post-op, the set screw kicked out. No revision planed so far for the correction.